Event description:
It was reported that foreign matter was found on the tip of 3 bd pegasus¿ safety closed IV catheter systems' needles. The following information was provided by the initial reporter, translated from chinese: "at the xxxxx, when the pediatric emergency nurse was about to give the child an injection, she found a foreign object at the tip of the needle after opening the package of the indwelling needle. It was found that the indwelling needles did not conform to the principle of sterility at all, so they stopped using them immediately and reported to the sales staff. At the same time, three indwelling needles with the same problem were found consecutively in the same batch of products."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2228260. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A photograph of the affected unit was returned, which displayed a device removed from the packaging that contained a long clear thread or hair like foreign material. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and composition testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of 3 bd pegasus¿ safety closed IV catheter systems' needles. The following information was provided by the initial reporter, translated from chinese: "at the xxxxx, when the pediatric emergency nurse was about to give the child an injection, she found a foreign object at the tip of the needle after opening the package of the indwelling needle. It was found that the indwelling needles did not conform to the principle of sterility at all, so they stopped using them immediately and reported to the sales staff. At the same time, three indwelling needles with the same problem were found consecutively in the same batch of products."